Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set tape not sticking event due to being caught on something on (B)(6) 2026. Patient had high blood glucose, and it was addressed by changing the set.